Manufacturer narrative:
Patient information was unavailable from the site. The concerto coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device and/or additional information a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment this coil would not detach. It was reported that the physician did the procedure according the instruction for use (IFU), but the coil did not detach inside the vessel. The physician replaced coil and new same coil was implanted successfully. The vessel was moderately tortuous. There were no reports of patient injury in association with this event.